Manufacturer narrative:
Pr (B)(4) follow up. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage past the stopper. The following information was provided by the initial reporter: when drawing up medication into the syringe, the plunger stopper failed and the medication leaked out down the plunger and onto the bench. Inspection of following syringes used to check for damage to plunger stoppers additional information provided: 3ml luer-lok syringe: was patient or user harmed? If yes, please explain no patient or user was harmed could you please provide the catalogue number of the defective product? Could you please provide the lot number of the defective product? Bn: 5237662 exp: 30/07/2030. What medication was used when leakage occurred? Povidone iodine minims were being drawn up.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.